Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited high high-voltage impedance. Programming changes were made. The patient was stable, and will continue to be monitored.